Manufacturer narrative:
Device model number, catalog number, lot number/serial number, and UDI number were unavailable at the time of filing. Information on reused single use field was unavailable at the time of filing. Device PMA/510(k) number was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Information on usage of device was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. During the clinical case, the site attached the patient reference frame to the spinous process of s1 with the new stealth air frame and long spinous process clamp. Later in the case, the site had to remove the stealth air frame from the s1 spinous process. They then placed a different blue patient reference frame and a spinous process clamp on l4. To allow for the new spinous process clamp to fit over the width of the spinous process, the site shaved down the sides of the s1 spinous process. The impact on patient outcome due to shaving down the spinous process was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the site had been using the system as of (B)(6) 2019 with no further issues.